Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A wolverine cb mr, ous 10mmx3.25mm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 3mm proximal of the distal markerband. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified multiple kinks on the hypotube of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion area was located in a moderately tortuous and moderately calcified circumflex artery. A 10mm x 3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was reported that the balloon ruptured at 6atm upon the third infaltion. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported and the patient was stable post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion area was located in a moderately tortuous and moderately calcified circumflex artery. A 10mm x 3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was reported that the balloon ruptured at 6atm upon the third inflation. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported and the patient was stable post procedure.